Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: a pc rupture occurred during phaco, and the returned questionnaire was reviewed. This is a (B)(6) year old male patient who was confirmed to have a +2 nuclear cataract, with a normal cortex in the left eye (os). A temporal incision was made. Viscoelastics were used. The case stated as a phacoemulsification plus femto. The surgeon described a ¿large posterior rupture¿ occurred during phaco. The surgeon decided to perform a pars plana vitrectomy and the intraocular lend implant (iol) was placed in the sulcus. The event occurred on (B)(6) 2016. Viscoelastic was also used during the case. The surgeon did not know if the device contributed to the reported event. There were no preexisting ocular conditions noted. However, the patients¿ medical history indicates he has hypertension. Preoperative report: uncorrected visual acuity (va): 20/60, best corrected (bc) va: os-20/25. Refraction: +1.25 +1.00 x 175. Postoperative report: va: 20/25, bcva: 20/20, refraction: plano +0.50 x 080. There was no posterior capsule opacification or retinal detachment noted postoperatively. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. In a prospective study that compared the two types of machines for phacoemulsification units there was no difference in the incidence of pc tear was noted. The type of machine used for phacoemulsification had no correlation with the incidence of posterior capsule tear. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The incidence of pc tears during phacoemulsification ranges from 0.7% to 16%. Pc tears have been correlated with the learning curve, surgeon experience, individual surgical skill, and appropriate fluidics settings. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the load cell beam was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 21, 2005. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received. The patient was referred to a retinal specialist for a pars plana vitrectomy/lensectomy. The patient symptoms have resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract extraction with intraocular lens implant procedure, the patient experienced a posterior capsule (pc) tear. A vitrectomy was performed. An anterior chamber intraocular lens was implanted.